Manufacturer narrative:
(B)(4)

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm on. It was reported that on a recent follow-up CT revealed that the stent graft has migrated distally 35 mm with a type ia endoleak. There is also left limb occlusion and the patient has a fem-fem bypass. The physician attributed the migration due to slight aortic neck dilatation. The aortic neck diameter is currently 31/32mm. Per the physician the cause of the occlusion is unknown. The patient will be monitored. No clinical sequelae were reported.